Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 20ml 18g 1-1/2in leaked during use. The following information was provided by the initial reporter: "leakage"

Event description:
It was reported that the syringe 20ml 18g 1-1/2in leaked during use. The following information was provided by the initial reporter: "leakage"

Manufacturer narrative:
H6: investigation summary: one sample was returned to sbdm, lot number is 1005213. Leakage test of complaint samples: sbdm inspected the received sample of syringe 20ml 18g 1-1/2in (lot no. 1005213) and retention samples (lot no. 1005064, 1005213 & 1006174) and conducted water leak test, sbdm didn't find leakage in the samples. Air pressure test of complaint samples: sbdm conducted air pressure test of the complaint sample and retention samples by air pressure under 3.0mpa (about 30.59) and 6.2mpa (about 63.22), sbdm didn¿t find leakage in the received sample. Dimension measurement (measured by profile projector): sbdm measured the inner diameter of barrel and 1st ring of stopper size for complaint sample which are components of syringe 20ml 18g 1-1/2in, the diameter size was within the spec size. Visual inspection: sbdm conducted visual inspection by a profile projector, anddidn`t find any defection in a gasket which was received sample from the customer. Test by pumping machine: sbdm conduct test by pumping machine, the flow rate is almost same as setting and there is no leakage. House sample inspection: sbdm inspected 30 pcs of house samples from lot no. 1005064, 1005213 & 1006174, there was no leakage in the house samples. DHR review: sbdm review the manufacturing record of complaint sample (lot no. 1005213), there is no issue while manufacturing. Customer complaint record review: sbdm reviewed the customer complaint record of complaint sample (syringe 20ml 18g 1-1/2in), there was similar issue of the same product (syringe 20ml 18g 1-1/2in) from same customer. Root cause: based on the test result of the complaint case by complaint samples, sbdm didn`t find leakage in the complaint samples. However, we assume that the center between plunger and barrel was not matched in temporary while syringe assembly process and the gasket put between plunger and wall of barrel. Therefore, it caused this complaint case. Another case is if there is no proper injection condition in temporary while gasket injection process, the gasket would be ejected with unformed shape such as tiny whole in the middle of gasket. And it could cause this complaint case. H3 other text : see h.10.